Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse effects reported. Additional information was received that this patient was admitted to the emergency room (ER) approximately one week before the infection diagnosis due to an automatic implantable cardioverter defibrillator (aicd) shock with accompanying dizziness. There was no allegation of device malfunction and it was only after visiting the ER that the patient was found to be bacteremic with an infection. The system was then later explanted due to the infection.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.